Manufacturer narrative:
Product has not been returned for evaluation as of the date of this investigation. No RMA was issued. If new information becomes available at a later date this complaint will be updated &/or a follow up be sent.

Event description:
Consumer stated that where the wheel is attatched to the frame, the weld snapped and the left frame broke.